Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent MRI scan without programming the device to MRI mode. The device went into back-up vvi and no high voltage therapy was available. A device download was performed and normal device function was restored. The patient was stable.